Manufacturer narrative:
(B)(4) (post-perioperative). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was having some shortness of breath and fatigue when he returned to the vad clinic on (B)(6) 2015 with h and h found to be 7.2/23.1. Patient was again admitted for gi bleed work up. It was stated that the patient was discharged home on (B)(6) 2015 with orders for subcutaneous octreotide injections, 100 mcg tid, however the cost was prohibitive. On (B)(6) 2016, subject again had labs showing a drop in hemoglobin, when called and told to come in, he refused. Patient elected to receive blood locally, patient then received 3 units of packed red cells. Patient then came to clinic for follow up on (B)(6) 2015. His lab work looked good, with h and h of 13.5/42.1. It was stated that the issue was resolved on (B)(6) 2016. No additional information available.